Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infected."

Event description:
Patient reported left side "got infected." Patient additionally reported "breast cancer"; this event is not device related. Device was explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "seroma, swelling, pain, persistent erythema and persistent infection."

Manufacturer narrative:
Additional, changed, and/or corrected data: d.7, h.6.

Event description:
Patient reported left side "got infected." Healthcare professional reported "seroma, swelling, pain, persistent erythema and persistent infection". Device was explanted.